Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event that happened in (B) (6). Problem: pt was having a x-ray procedure and suddenly the system shut down. System could not be restarted and pt was transferred to another system where the treatment was successfully completed.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.